Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The evaluation confirmed that the battery communication lost error message was displayed on the device. Review of the device logs confirmed the reported battery charging issue. Visual inspection found physical damage or deformation to the internal battery. The investigation determined that the alarms and battery issues were due a defective internal battery. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery communication lost alarm and the internal battery failed to hold charge. There was no patient injury reported as a result of this incident.